Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) implantation surgery due to an unspecified reason. It is unknown if the procedure was an original, or a revision surgery. Additional information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.